Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was showing variance in threshold measurements in left ventricular (lv) lead. Loss of capture or fusion beats were suspected, an increase in pacing impedance was noted, measurements went from 400 ohms to 680 ohms. Technical services (ts) was consulted and reviewed programmed settings and confirmed no oversensing. This crt-d system remains in service.